Manufacturer narrative:
The calibration was acceptable and the quality control (qc) was within range. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00199, and MDR 1219913-2020-00201, were filed for the same sample tested on different dates, and MDR 1219913-2020-00202 was filed for the same sample tested on the advia centaur xp on a different date.

Event description:
The customer obtained discordant nonreactive atellica im sars-cov-2 total (cov2t) results for a patient sample on (B)(6) 2020. The patient was previously tested on rt pcr twice ((B)(6) 2020, and both results were positive. The patient sample was tested on two other alternate methods on (B)(6) 2020, and the results were reactive. The patient sample was tested on the advia centaur xp system and the same atellica im system for cov2t on (B)(6) 2020, and the results were nonreactive. The sample was tested on a third alternate method on (B)(6) 2020, and the result was reactive. The nonreactive result was reported to the physician. The patient questioned the result and the sample was repeated on the alternate methods. There are no known reports of patient intervention or adverse health consequences due to the nonreactive atellica im and advia centaur xp cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00200 on august 14, 2020. September 17, 2020 additional information: the same sample that was collected on (B)(6) 2020 was used for the testing performed on (B)(6) 2020. No information was provided regarding symptomology. For the other serology methods: alternate method 1 and alternate method 2 test for igg only. Alternate method 3 tests for total antibodies. The pcr method was reverse transcriptase ( rt pcr) target - e-gene, rdrp, & n gene. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr, additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00199 supplemental report 1 and MDR 1219913-2020-00201 supplemental report 1 were filed for the same sample tested on different dates and MDR 1219913-2020-00202 supplemental report 1 was filed for the same sample tested on the advia centaur xp on a different date.